Event description:
A 3.5 mm diameter x 15 mm length driver rx coronary stent system was inserted into a pt for the treatment of an rca lesion. The vessel morphology was reported to be moderately tortuous with severe calcification and 75% stenosis. It was reported that the lesion was rotabladed and pre-dilated. It was reported that a 3.0 x 15 stent was deployed distal to the lesion site. The physician deployed the 3.5 x 15 at the lesion site. An ivus catheter was advanced, however he felt resistance. The physician withdrew the ivus catheter and the guidewire at the same time. It was noted after ivus removal that the 3.5 x 15 stent was caught together with the ivus catheter and came out of the pt. Another MFR's stent was deployed at the lesion site to complete the case. The pt is reported to be stable.

Manufacturer narrative:
Eval summary: medtronic has received the device and its analysis has been completed. The delivery system was not received. The stent appeared to have been previously expanded. The returned stent was severely stretched and damaged. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.